Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 644 mg/dl at the time of the incident. The customer's blood glucose was 640 mg/dl at the time of hospitalization. The customer's blood glucose was 135 mg/dl at the time of call. The customer stated that the blood glucose reached 1280 mg/dl. The customer stated that they tried to bolus but hey started to throw up. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.